Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to aseptic glenoid loosening. The patient suffers from parkinson's and required superior augmented reverse tsr. The patient dislocated at an unknown time post-operatively. Closed reduction failed and on open reduction the glenoid was found to be grossly loose. It was therefore removed and converted a hemi. This event report was received through clinical data collection activities.